Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) worn out. Based on the result, we concluded that it was caused due to worn out. In addition, we confirmed that the u/d and r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4:device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
Ift perforated, a wire comes out of the ift surface. This event occurred at the time of during inspection. There was no report of patient harm.